Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient's arm was all over the place. He let the battery go down too low and it was not working. The caller stated the patient got the implant to help with his right side and it was not set up to help his left. The caller checked the ins using the patient programmer (pp) and the patient confirmed stimulation was off and the controller showed the patient had 50% charge. The caller was successful and turned the stim back on. The caller confirmed the patient displayed the physical symptoms that happened every time stimulation was turned back on after it had been off: it took his breath away for 2 seconds like someone was electrocuting him and the patient said it was like rumbling down his right arm and he got stiff. The caller stated this had been happening since he got the implant. After 2 seconds elapsed the caller confirmed the patient's right arm was no longer all over the place. The caller hooked the patient's implantable neurostimulator recharger (insr) up to start a charge session and the caller was successful to charge with good coupling. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller mentioned this issue in the past and when the ins gets depleted and they turn it back on they get a small shocking sensation. It also took forever to charge the implant and only moved the charger when they needed to go to the bathroom. The caller stated they sometimes didn't get good coupling either and it was recommended to keep using the adhesive discs. There were no further complications reported.